Manufacturer narrative:
It was reported that the patient allegedly experienced a severe, allergic reaction after her fluidotherapy treatment. The reaction was not immediate. It was reported that sometime between the fluidotherapy treatment and when the patient arrived to work, the alleged reaction occurred. It was reported that the patient experienced swelling of her tongue and lips and required a transfer to the hospital. Djo has been informed the patient has an allergy to sulfur. Djo continues to investigate and will provide a supplemental once the investigation is complete.

Event description:
It was reported that the patient allegedly experienced a severe, allergic reaction after her fluidotherapy treatment.